Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A health care professional reported that following a implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens removed and replaced intraoperatively with a shorter length lens. This resolved the problem. Cause of event was reported as unknown.